Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: video-assisted direct leadless pacemaker implantation during open heart valve surgery. Heart rhythm case reports. 2024;10:483¿485. Doi: 10.1016/j.hrcr.2024.04.012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding video-assisted direct leadless implantable pulse generator (ipg) implantation during open heart valve surgery. The authors described a leadless ipg which exhibited an increase in threshold approximately three weeks post implant. The device was reprogrammed and remains in use. No adverse patient effects or additional product performance issues were reported.